Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell. Per the initial report, the home patient (hp) had a system error (se) 2240 (air in the set). The hp was in dwell 3 of 4. The hp did not disconnected and did not have a bag disconnect. The hp had two bags connected and the unused lines were closed. There was air in the drain line. The hp had solution in the heater bag only. The hp cycled the power and got a system error 2367. The hp would complete therapy with manual supplies. Global product surveillance (ps) contacted hp on (B)(6) 2012. The hp was able to complete therapy with manual supplies. The hp did not notice any defects with the original supplies. The hp had discarded the original cassette and did not have a companion or know the lot number. Ps contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2012. The pdrn did not know about the alarm. The pdrn stated that the hp did not have any medical issues or injuries related to the reported alarm. The pdrn stated that the hp was continuing with therapy and doing fine. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The system error 2240 (air in the set) could not be confirmed. The sample was not available or returned for evaluation and the lot number was not known to perform a batch review or retention sample analysis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.